Event description:
In 2/2005, the device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing due to the apply sample area being covered with polystyrene, not showing the test membrane.